Event description:
It was reported that the patient had original artificial urinary sphincter (aus) about 4 years ago. He had a cuff erosion, so the doctor removed the pump and cuff 1 year ago. 5 months ago, he went back in to replace the cuff and pump, and at the end of the surgery discovered a urethral defect and the cuff inside the urethra. He removed the cuff and plugged the pump. Today he placed a new 4.0 cm cuff and removed replaced the pump. Old prb still used, 25 cc liquid. Additional information received. There were no issues with the explanted pump. It was removed to minimize infection risk.